Manufacturer narrative:
The reported event of premature discharge of battery was confirmed and wireless communication problem was not confirmed. The device was received in normal working conditions with telemetry disabled due to device reaching eri level. Final analysis of device found high current during implant period, consistent with increased duty cycle of the internal circuitry caused by the firmware. Actions have been taken to prevent reoccurrence. High current could not be reproduced during analysis. Further analysis performed exhibited normal device characteristics with battery voltage reaching eol level.

Event description:
It was reported that the patient presented in clinic for routine follow up. Device interrogation revealed radio frequency (rf) lockout and premature battery depletion on the pacemaker. The pacemaker was explanted and replaced. The patient condition was stable.